Event description:
It was reported the customer had a motor error alarm on their insulin pump. The customer also reported experiencing a low blood glucose of 64 mg/dl. Customer stated they have not eaten and will eat to correct their blood glucose. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.